Event description:
It was reported that the programmer powered down during a device interrogation. Technical services discussed the error with the caller. The caller was able to power the programmer back on and the interrogation was successfully completed. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).